Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2022. Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The broken piece did not fall into the patient's body when the product was broken. -no additional invasion occurred to the patient due to this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample returned for analysis. Upon investigation of the complaint sample, one used sample was received for evaluation, during visual inspection, some cut mark was identified on the separation area of the drain. As per standard practice, 100% inspection is carried out, visual before and after packing of finished goods, prior to the product release. So, there is end to missed out such defect. It is suspected that, drain might came in contact with some sharp tool, used during the surgery. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the sample is not possible. Batch record review is not performed, as the lot no. Of the complaint is unknown. Retain sample analysis could not be performed as the lot no. Is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information: the customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an ¿issue with the system¿. Therefore, it returned the both of the drain and reservoir. It was reported by the sales rep that the customer have no additional complaints regarding product (reservoir). Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No further information is available. No further information will be provided. What is the lot number? Was the drain broken into two or more pieces? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Was the broken drain removed completely from the patient? Were any pieces left inside the patient? If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laminectomy on an unknown date and a drain was used. Subsequently, the drain was broken when it was removed. Further details are not provided. There were no adverse consequences to the patient.